Event description:
It was reported that sterile water could not be injected and leaked from the foley catheter. There was no abnormalities were found in either the valve or the tip of the syringe. They have disconnected the inlet tube and discarded all components except the cut bag and syringe. As per follow up information received via ibc on 01sep2023, clarified that the event occurred during pretest.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. This investigation does not require a DHR review due to a closure letter not required for this complaint. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water could not be injected and leaked from the foley catheter. There was no abnormalities were found in either the valve or the tip of the syringe. They have disconnected the inlet tube and discarded all components except the cut bag and syringe. Per follow up information received via ibc on 01sep2023, clarified that the event occurred during pretest.